Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection, skin rash, pain, visibility/palpability, and anxiety.

Event description:
Patient reported left side "full eardrum blown infection", "deadly golden staph infection which spread to her left breast", "drains put in, infection again", "rash on her chest", "it did not feel like nice breasts, it felt like plastic", "chronic pain" and "recalled". Additionally, patient reported "doctor wanted to diagnose fibromyalgia" which is not device related. The device has been explanted.